Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from september 19, 2014-september 24, 2014. The device was received for evaluation. Visual inspection noted fluid inside of the plastic bag that contained the unit due to an untightened red luer cap (non-baxter cap). A functional test was performed in which the unit was refilled, the red cap was hand tightened, and the unit was observed for leakage until the following day. No signs of a leak were observed. A blue winged luer cap (baxter product) was also tested and still no leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leakage due to a non-conforming product was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was experiencing a leak. The device was filled with desferrioxamine and wpi. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.